Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of a coyote nc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed a pinhole 25mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a rupture in the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 3.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of same device and revascularization was successfully performed. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 3.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of same device and revascularization was successfully performed. There were no patient complications reported.